Event description:
It was reported that the balloon had a hole. A ranger paclitaxel-coated pta 5.0mm x 150mm, 150cm balloon catheter was selected for use to treat the superficial femoral artery stenosis. The physician inserted the catheter, and upon treatment of the area the balloon never inflated. The catheter was removed and a hole was observed. The procedure was able to be completed successfully using another ranger device without sequela.